Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the occlusion plug of a 5f exoseal vascular closure device (vcd) failed to deploy in the patient. Manual compression was used to stop the bleeding as a remedial measure after use of the device was immediately stopped. There was no reported patient injury. There was no difficulty connecting the sheath and exoseal vcd, no resistance or friction while advancing the device through the sheath, and no sheath kinking; the sheath was retracted until the hub engaged, it locked against the handle, and an audible click was heard. Pulsatile flow was observed, and the exoseal vcd and sheath were retracted together until pulsatile flow slowed or stopped and until the indicator window turned black, with no red color seen and the device securely locked. The deployment button was fully pressed when the window was black. The plug did not fall out when the device was removed. The device was not deployed outside the patient. The operator was trained, the device was used in a diagnostic procedure, stored and prepared per the IFU, and inserted through a retrograde approach. The packaging was intact prior to use. A non-cordis vascular sheath was used. Angiography confirmed femoral site suitability, the vessel diameter was =5 mm, and there was no calcium or plaque, no stent near the puncture site, no stenosis greater than 50%, no closure within the previous 30 days, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The hospital reported the event as an adverse event to the china nmpa. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A dimensional analysis of the delivery shaft inner diameter was deemed not required, as the functional test was successfully completed and no failure was observed. Consequently, there was no indication to perform verification of the inner diameter measurement. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed with plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the occlusion plug of a 5f exoseal vascular closure device (vcd) failed to deploy in the patient. Manual compression was used to stop the bleeding as a remedial measure after use of the device was immediately stopped. There was no reported patient injury. There was no difficulty connecting the sheath and exoseal vcd, no resistance or friction while advancing the device through the sheath, and no sheath kinking; the sheath was retracted until the hub engaged, it locked against the handle, and an audible click was heard. Pulsatile flow was observed, and the exoseal vcd and sheath were retracted together until pulsatile flow slowed or stopped and until the indicator window turned black, with no red color seen and the device securely locked. The deployment button was fully pressed when the window was black. The plug did not fall out when the device was removed. The device was not deployed outside the patient. The operator was trained, the device was used in a diagnostic procedure, stored and prepared per the IFU, and inserted through a retrograde approach. The packaging was intact prior to use. A terumo vascular sheath was used. Angiography confirmed femoral site suitability, the vessel diameter was =5 mm, and there was no calcium or plaque, no stent near the puncture site, no stenosis greater than 50%, no closure within the previous 30 days, and no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The hospital reported the event as an adverse event to the china nmpa. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.